Manufacturer narrative:
The hillrom technician evaluated the lift and found that the wheel had unscrewed from the nut. The hole through which the screw passed was worn. This is likely due to the lift continuing to be used while the wheel was loose. No damage to the wheel was found. The nut remained under the cover cap and the locking pin on the cover cap was not damaged. Per the hillrom user manual, the uno 102 ee lift must be inspected at least once per year. According to the periodic inspection ((B)(4)) for mobile lifts, the following shall be checked: castors - wheels roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. Preventive maintenance was performed on this lift on (B)(6) 2020. Hillrom has advised the technician at the account to replace the front caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that one wheel came loose on lift. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).